Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was diagnosed with two episodes of peritonitis. The first was (B)(6) 2022 resulting in a hospitalization. The second was (B)(6) 2022 which also resulted in a hospitalization. The pdrn was not certain if the initial case resolved since the events were back-to-back. The pdrn advised the patient saw cloudy bags, which was later confirmed to be the pd effluent bags. Additional information was obtained through follow-up with the pdrn. The patient initially presented to the pd clinic on (B)(6) 2022 with abdominal pain, nausea, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and cefazolin (dose, frequency, and duration unknown). The culture resulted positive for citrobacter koseri and klebsiella oxytoca. On (B)(6) 2022, the patient experienced an unspecified reaction to the cefazolin and was hospitalized. The cefazolin was discontinued, and the patient completed the antibiotic regimen with the vancomycin. The patient was discharged to home on an unknown date. The cause of the peritonitis was unknown. The patient continued to complete pd therapy during recovery. After the patient completed the antibiotic regimen, a repeat culture was obtained on (B)(6) 2022. The culture once again resulted positive for the same organisms, citrobacter koseri and klebsiella oxytoca. The patient was initiated on ip vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient was hospitalized for the event on (B)(6) 2022. During the hospitalization, it was determined the patient would transition to hemodialysis (hd) permanently. The patient was discharged on (B)(6) 2022 and is currently completing in-center hd with a plan to transition to home hd. The pdrn is uncertain if the initial peritonitis event completely cleared or if this was truly a new event of peritonitis with the same organisms. The events were classified as relapsing peritonitis. The cause of the peritonitis is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  \clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of relapsing peritonitis with hospitalization and permanent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The cultures resulted positive for citrobacter koseri, found in the gastrointestinal tract and upper aerodigestive tract in humans, and klebsiella oxytoca, found in intestines, mucous membranes, and the skin of humans. Although a cause of the relapsing peritonitis event is not known, both organisms suggest there was a breach in aseptic technique from the patient during pd treatment. Based on the available information, and no evidence or allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s relapsing peritonitis with hospitalization and permanent transition to hemodialysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was diagnosed with two episodes of peritonitis. The first was (B)(6) 2022 resulting in a hospitalization. The second was (B)(6) 2022 which also resulted in a hospitalization. The pdrn was not certain if the initial case resolved since the events were back-to-back. The pdrn advised the patient saw cloudy bags, which was later confirmed to be the pd effluent bags. Additional information was obtained through follow-up with the pdrn. The patient initially presented to the pd clinic on (B)(6) 2022 with abdominal pain, nausea, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and cefazolin (dose, frequency, and duration unknown). The culture resulted positive for citrobacter koseri and klebsiella oxytoca. On (B)(6)2022, the patient experienced an unspecified reaction to the cefazolin and was hospitalized. The cefazolin was discontinued, and the patient completed the antibiotic regimen with the vancomycin. The patient was discharged to home on an unknown date. The cause of the peritonitis was unknown. The patient continued to complete pd therapy during recovery. After the patient completed the antibiotic regimen, a repeat culture was obtained on (B)(6) 2022. The culture once again resulted positive for the same organisms, citrobacter koseri and klebsiella oxytoca. The patient was initiated on ip vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient was hospitalized for the event on (B)(6) 2022. During the hospitalization, it was determined the patient would transition to hemodialysis (hd) permanently. The patient was discharged on (B)(6) 2022 and is currently completing in-center hd with a plan to transition to home hd. The pdrn is uncertain if the initial peritonitis event completely cleared or if this was truly a new event of peritonitis with the same organisms. The events were classified as relapsing peritonitis. The cause of the peritonitis is unknown.